Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem 'low down steam occlusion of 5.5' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low downstream occlusion of 5.5 at cancer center. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.